Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy bleeding/irregular bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, multigravida, parity 3, live birth in 2005, live birth in 2006, c-section in (B)(6) 2009, miscarriage and miscarriage. Previously administered products included for an unreported indication: nuva ring in 2010. Concurrent conditions included nickel sensitivity and allergy to metals. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced arthralgia ("joint pain (severe and persistent)") and myalgia ("muscle pain (severe and persistent)"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2012, the patient experienced rash ("rash"). In 2012, the patient experienced palpitations ("heart palpitations"), vomiting ("vomiting"), dizziness ("dizziness"), loss of consciousness ("blacking out"), endometriosis ("endometriosis"), arthritis ("arthritis in shoulder") and abdominal pain ("abdominal pain (severe and persistent)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy (when she was (B)(6), plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion") and pruritus generalised ("itchy feeling"). The patient was treated with ibuprofen, sumatriptan, omeprazole and surgery (partial hysterectomy was done in (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, rash, anxiety, migraine, headache, vomiting, loss of consciousness, endometriosis, arthritis, allergy to metals and dyspepsia outcome was unknown, the genital haemorrhage, nausea and pruritus generalised had resolved and the palpitations, arthralgia, abdominal pain and myalgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, arthritis, dizziness, dyspepsia, endometriosis, headache, loss of consciousness, migraine, myalgia, nausea, palpitations, pruritus generalised and vomiting to be related to essure. The reporter considered genital haemorrhage and rash to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: essure placement was confirmed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added- heart palpitations, anxiety, migraines, headaches, severe cramping, nausea, vomiting, dizziness, dizziness, blacking out, endometriosis, arthritis in shoulder, joint pain (severe and persistent), abdominal pain (severe and persistent), muscle pain (severe and persistent), nickel allergy (when she was (B)(6), plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful puss, hot, and swelling), indigestion and itchy feeling added. Historical conditions, lab data and treatment drugs added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning') in a 27-year-old female patient who had essure (batch no. 867692,867592-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder, asthma, chronic abdominal pain, menorrhagia, pelvic pain female, umbilical hernia and peritoneal adhesions. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hemianaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown, the genital haemorrhage, headache, nausea, pruritus and weight increased had resolved and the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hemianaesthesia, hyperaesthesia teeth, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Lot number reported is ( 867692) is not valid. Most recent follow-up information incorporated above includes: on 14-aug-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning'). In a 27-year-old female patient who had essure (batch no. (867692,867592)-inv), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder, asthma, chronic abdominal pain, menorrhagia, pelvic pain female, umbilical hernia and peritoneal adhesions. Previously administered products, included for an unreported indication: nuva ring. Concurrent conditions included: nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent)/abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent)/muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety/anxiety"), migraine ("migraines/migraines"), headache ("headaches/headaches"), nausea ("nausea/nausea"), arthritis ("arthritis in shoulder/ arthritis in shoulder"), arthralgia ("joint pain (severe and persistent)/severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out/blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), (B)(6) months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting/ vomiting"), dizziness ("dizziness/dizziness spring") and endometriosis ("endometriosis/ endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hemianaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity"). And was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy, and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown. The genital haemorrhage, headache, nausea, pruritus and weight increased had resolved. And the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hemianaesthesia, hyperaesthesia teeth, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted, in date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, results: essure placement was confirmed. Lot number reported is ( 867692) is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping'), genital haemorrhage ('heavy bleeding/irregular bleeding') and loss of consciousness ('blacking out / blacking out') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder and asthma. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety "), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling") and urinary tract infection ("urinary tract infection/ infection"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (hysterectomy and partial hysterectomy was done in (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, loss of consciousness, rash, anxiety, migraine, headache, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea and urinary tract infection outcome was unknown, the genital haemorrhage, nausea and pruritus had resolved and the abdominal pain, palpitations, arthralgia and myalgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, arthritis, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, genital haemorrhage, headache, loss of consciousness, migraine, myalgia, nausea, palpitations, pruritus, rash, urinary tract infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache/migraine. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-nov-2019: medical record received. Event per mr: coil migrated into her uterus was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy bleeding/irregular bleeding") and loss of consciousness ("blacking out / blacking out") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4, multigravida, parity 3, live birth in 2005, live birth in 2006, c-section in (B)(6) 2009, miscarriage and abortion spontaneous. Previously administered products included for an unreported indication: nuva ring in 2010. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety "), migraine ("migraines / migraines "), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). In (B)(6) 2012, the patient experienced loss of consciousness (seriousness criterion medically significant). On (B)(6) 2012, 10 months after insertion of essure, the patient experienced rash ("rash"). In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus generalised ("itchy feeling") and urinary tract infection ("urinary treact infection"). The patient was treated with ibuprofen, sumatriptan, omeprazole and surgery (partial hysterectomy was done in (B)(6)2012). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain lower, loss of consciousness, rash, anxiety, migraine, headache, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea and urinary tract infection outcome was unknown, the genital haemorrhage, nausea and pruritus generalised had resolved and the abdominal pain, palpitations, arthralgia and myalgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, arthritis, dizziness, dysmenorrhoea, dyspepsia, endometriosis, genital haemorrhage, headache, loss of consciousness, migraine, myalgia, nausea, palpitations, pruritus generalised, rash and vomiting to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2011: essure placement was confirmed quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhoea and cramping. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning') in a 27-year-old female patient who had essure (batch no. 867692 inv , 867592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder, asthma, chronic abdominal pain, menorrhagia, pelvic pain female, umbilical hernia and peritoneal adhesions. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hemianaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown, the genital haemorrhage, headache, nausea, pruritus and weight increased had resolved and the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hemianaesthesia, hyperaesthesia teeth, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Lot number reported is ( 867692) is invalid. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received: lot number was updated. Medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus') and abdominal pain lower ('severe cramping') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder and asthma. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety "), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection") and flatulence ("gas on first day of surgery"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, loss of consciousness, rash, anxiety, migraine, headache, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection and flatulence outcome was unknown, the genital haemorrhage, nausea and pruritus had resolved and the abdominal pain, palpitations, arthralgia and myalgia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, arthritis, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, loss of consciousness, migraine, myalgia, nausea, palpitations, pruritus, rash, urinary tract infection and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache/migraine. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2020: new event gas was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning') in a 27-year-old female patient who had essure (batch no. 867692-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder and asthma. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hemianaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown, the genital haemorrhage, headache, nausea, pruritus and weight increased had resolved and the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hemianaesthesia, hyperaesthesia teeth, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Lot number reported is ( 867692) is invalid. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning') in a 27-year-old female patient who had essure (batch no. 867692) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder and asthma. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hypoaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy ). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown, the genital haemorrhage, headache, nausea, pruritus and weight increased had resolved and the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hyperaesthesia teeth, hypoaesthesia, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Lot number was added. New events added: heavy metal poisoning, weight gain, swelling in my body, kidney infection, pms, panic disorder, hair was falling out, I look about 6 months pregnant, heavy periods , tingling, numbness on right side. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coil migrated into her uterus'), abdominal pain lower ('severe cramping') and metal poisoning ('heavy metal poisoning/nickel poisoning') in a (B)(6) female patient who had essure (batch no. 867692-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2009, live birth in 2006, live birth in 2005, parity 4, multigravida, parity 3, miscarriage, abortion spontaneous, eye disorder and asthma. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included nickel sensitivity (when she was 13, plaintiff¿s found out I had a severe nickel allergy when I got my ears pierced. I had infections that were painful, puss,hot, and swelling.) And allergy to metals. In 2011, the patient experienced abdominal pain ("abdominal pain (severe and persistent) / abdominal day of implant"), palpitations ("heart palpitations") and myalgia ("muscle pain (severe and persistent) / muscle pain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxiety / anxiety"), migraine ("migraines / migraines"), headache ("headaches / headaches"), nausea ("nausea / nausea"), arthritis ("arthritis in shoulder / arthritis in shoulder"), arthralgia ("joint pain (severe and persistent) / severe and persistent joint") and dysmenorrhoea ("dysmenorrhoea cramping"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced loss of consciousness ("blacking out / blacking out"). On (B)(6) 2012, the patient experienced rash ("rash"), 10 months after insertion of essure. In 2012, the patient experienced vomiting ("vomiting / vomiting"), dizziness ("dizziness / dizziness spring") and endometriosis ("endometriosis / endometriosis"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/irregular bleeding"), allergy to metals ("nickel allergy (when she was 13, plaintiff¿s found out she had a severe nickel allergy when she got my ears pierced. She had infections that were painful, puss, hot, and swelling)"), dyspepsia ("indigestion"), pruritus ("itchy feeling"), urinary tract infection ("urinary tract infection/ infection"), flatulence ("gas on first day of surgery"), swelling ("swelling in my body"), kidney infection ("kidney infection"), premenstrual syndrome ("pms"), pollakiuria ("urinating lot"), alopecia ("hair was falling out"), panic disorder ("panic disorder"), abdominal distension ("I look about 6 months pregnant"), menorrhagia ("heavy periods"), hemianaesthesia ("periodic numbness on right side"), paraesthesia ("tingling"), bone pain ("bone pain") and hyperaesthesia teeth ("teeth sensitivity") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, omeprazole, sumatriptan and surgery (da vinci hysterectomy and da vinci hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, abdominal pain lower, metal poisoning, loss of consciousness, rash, anxiety, vomiting, dizziness, endometriosis, arthritis, allergy to metals, dyspepsia, dysmenorrhoea, urinary tract infection, flatulence, kidney infection, premenstrual syndrome, pollakiuria, alopecia, panic disorder, abdominal distension, menorrhagia, bone pain and hyperaesthesia teeth outcome was unknown, the genital haemorrhage, headache, nausea, pruritus and weight increased had resolved and the abdominal pain, palpitations, migraine, arthralgia, myalgia and swelling was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, bone pain, device expulsion, dizziness, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, headache, hemianaesthesia, hyperaesthesia teeth, kidney infection, loss of consciousness, menorrhagia, metal poisoning, migraine, myalgia, nausea, palpitations, panic disorder, paraesthesia, pollakiuria, premenstrual syndrome, pruritus, rash, swelling, urinary tract infection, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: essure placement was confirmed. Lot number reported is ( 867692) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.